Manufacturer narrative:
H3: product analysis #(B)(4): part # 1664017, lot # 1028622w visual inspection confirmed the break off screws is jammed on the retaining driver hex tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G4: please note that this device (product: 1664017; brand name: cd horizon® solera® spinal system) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (product: 6430530; 510(k): k143375; UDI# (B)(4); brand name: cd horizon® spinal system). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a driver used for posterior lumbar interbody fusion therapy. It was reported that set screw could not be removed from the set screw retaining driver, so another set screw was added. The button on the top of the set screw retaining driver has a strong resistance, making it difficult to push. The set screw did not come off anymore. When attached the set screw to the driver and tried to temporarily fix it on the screw head, the set screw got stuck and could not be removed from the driver. The breakage on the returned set screw was from attempting to remove it from the driver, there was no cross-threading etc. The product had probably no initial defect, but a defect seemed to occur during use. The set screw can be gripped without any problems, but it cannot be removed. There was no patient involvement reported. There were no further complications reported regarding the event.